Manufacturer narrative:
The reported event of pressure sensors replaced was created to document the event that the customer reported. The customer did not return the device for evaluation. A serial number was not provided. Therefore, a review of the device history record cannot be performed. The device was not returned to cad or the service depot for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The customer¿s reported problem was not confirmed. H3 other text: device was not returned to manufacturing facility.

Event description:
It was reported, the pressure sensors of the device were replaced. No additional information was provided. There was no reported patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported the pressure sensors of the device were replaced. No additional information was provided. There was no reported patient involvement.